Manufacturer narrative:
A united states customer contacted siemens customer care center and noted that an operator restarted the prime process control computer (pcc) and lost communication with the sample handler connect (shc) and the integrated multisensor technology (imt) on the connected atellica chemistry (ch) modules. The operator performed a hard shutdown to restore the communication and resolve the issue. Siemens reviewed the information provided and noted the operator resolved the issue. Siemens noted that the atellica sample handler prime and connected analyzers perform as expected. No further evaluation of the device is required.

Event description:
The customer noted the atellica sample handler prime process control computer (pcc) lost communication with other analyzers computers and that emergency room patient results were delayed by 5 hours. The customer informed siemens that all tests on the connected atellica analyzers were impacted and did not provide the affected tests and samples. There are no known reports of patient intervention or adverse health consequences due to the delay in testing and reporting results.